Event description:
In september 2004, a clinical incident involving a super turbovac was reported to arthrocare corporation. The reported incident involved a shoulder arthroscopy procedure in which the pt sustained a 10 mm x 15 mm second degree burn located under the scope on the skin resulting in a blister. The burn was treated with sterile cream bandaid and the pt was prescribed antibiotics.